Event description:
This report summarizes 70 malfunction events in which the device reportedly overheated. - 52 events had no patient involvement; no patient impact. - 18 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 70 events were reported for this quarter. Product return status 2 devices were received. 68 devices were evaluated based on historical data analysis. Additional information 70 devices were not labeled for single-use. 70 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale.

Event description:
This report summarizes 70 malfunction events in which the device reportedly overheated. 52 events had no patient involvement; no patient impact. 18 events had patient involvement; no patient impact.